Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged headache, nausea. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Minor dust/dirt contamination on top and bottom enclosure, front ui panel, side panel, blower and blower box was found. A contaminate consistent with keratin was observed on the blower box. Dust/dirt contamination in the airpath likely from an external source was also observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/dirt contamination in the airpath was observed. Section h6 - medical device problem code, type of investigation, investigation findings, investigation conclusions were updated in this report.